Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: on an unknown date, patient underwent fusion surgery using rhbmp2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a transforaminal lumbar fusion at l4-5 using rhbmp-2/acs placed outside of the cage, in the lateral gutters of the lumbar spine. Following the surgery, the patient developed increased pain in his back and both legs. Consequently, the patient underwent additional imaging. A CT scan dated (B)(6) 2013 demonstrated that the patient had developed ectopic bone growth, osteolysis, and cage migration. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.